Event description:
It was reported that during a laser lithotripsy procedure, the fiber broke in half. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
B1 adverse event/product problem: correction. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was returned in two pieces. Analysis of the returned fiber identified a fiber break and an internal connector fracture. Visual inspection of the fiber tip indicated it was in good condition. The light exiting the connector face was distorted, indicating an internal connector fracture. The console displayed a message that read: error 67: fiber expired. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired, caused the fiber break. Additionally, the observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a laser lithotripsy procedure, the fiber broke in half. The procedure was completed using another fiber without patient complications.